Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer received a button error then an 21 alarm after a battery change and her keypad is not working either. The customer was advised after the troubleshooting was performed that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
No unexpected alarms or button error alarms noted after battery change during testing. The insulin pump passed displacement test and alarm test. Unit had intermittent button response on the down arrow button due to corroded keypad traces noted. Unit received with minor scratches on display window, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and corroded battery tube.